Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor strictly followed the instruction for use, and all procedures were carried out correctly. The puncture was left femoral artery via a 6 french terumo sheath. The procedure performed was a transcatheter aortic valve implementation (tavi). After tavi procedure, the operator wanted to release the angio-seal. A groin angio was performed, puncture done properly; however, calcification present. Despite calcification, the user decided to use the 6 french angio-seal. The angio-seal guide wire was placed without any problems, and the sheath was removed without any problems. The user advanced and placed the angio-seal sheath with dilator to release the anchor and collagen. The carrier system was advanced to the sheath flap and snapped into place. The user heard a clear click. The user then pulled back the cap until he heard the second clear click, and the two white markers on the side were visible. The user pulled the system completely out of the patient with suture, stitches, and collagen. The anchor was not present or visible anywhere. Hemostasis was achieved by manual compression and there was no hematoma or further complications. There was no postoperative bleeding. The anchor was not seen. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No issues with insertion, deployment, or withdrawal of the device. No blood loss was reported, and the patient was stable. No equipment or other devices were used with the angio-seal. Manual compression lasted for twenty (20) minutes. There was no injury to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to null the report. This report was inadvertently submitted as a duplicate, the original report is 3013394970-2024-00746. Please disregard report 3013394970-2024-00763.